Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as patient made a mistake/touch contamination. On the same day, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported, the peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated with cefazolin intraperitoneally (1 g daily dwell for six hours) and ceftazidime intraperitoneally (1 g daily dwell for six hours) for peritonitis. Twenty one days after the event onset, the cefazolin and ceftazidime were discontinued and the patient recovered that same day. Should additional relevant information become available, a supplemental report will be submitted.